Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of an nc quantum apex balloon catheter. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker. The device was pressurized with an inflation device filled with water. Water leaked out of the tip, magnified inspection of the shaft revealed a 5mm tear in the outer and inner shaft at the guidewire exit notch. The tear in the shaft is considered to be consistent with interaction with a guidewire, product mandrel or flushing needle. Inspection of the remainder of the device, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2015. It was reported that shaft leak occurred.   The 90% stenosed  target lesion was located in the mildly tortuous and severely calcified anterior tibial artery (ata). After a guide wire was crossed the lesion, a 2.5mmx20mmx143cm fg coyote nc mr (nc quantum apex¿) balloon catheter was advanced to the lesion. However, it was noted that the inflation pressure did not increase during inflation and a leaked was also noted from the balloon shaft. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good . However, returned device analysis revealed a tear in the catheter shaft.